Manufacturer narrative:
(B)(4).

Event description:
The customer stated the patient intubation itself went well without issues. Following intubation, the cuff was not working. The tube was removed and replaced. There was no patient harm. Reportedly the cuff was not tested/visually and inspected prior to use.